Event description:
It was reported that the central control monitor (ccm) display went blank. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) found that the ccm was not showing an image on the display. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment and powered on. The pst observed that there was no image/backlight on the ccm display. The pst disassembled the ccm display, cleaned it, reassembled it and powered it on with the ccm having the same results. The printed circuit (pc) board was removed and a luo pc board was installed and the ccm issue still persisted. The pc assembly single board computer was removed and a luo one was installed with the ccm having the same results. The pst replaced the ccm display with a luo display and the ccm worked as intended. It was determined that the ccm display did not meet specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.